Manufacturer narrative:
The devices intended for use in treatment have not been returned for evaluation, therefore we are unable to establish a relationship between the reported event,¿if the devices are returned in the future this complaint will be re-assessed,¿therefore root cause undetermined. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient.¿ it is possible in extreme cases that the alarm may trigger inadvertently.¿ in this instance therapy will still be delivered. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution.¿ complaint history for the reported¿event has¿been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required.¿¿ please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch.¿¿ by acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients.¿¿¿ smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for full occurs even though the canister is not full. This problem was not solved by exchanging the two canisters. The alarm stopped when the canister of different lot number was replaced. There was no patient harm. There was no delay. Canisters will not be returned.